Manufacturer narrative:
(B)(4). A maquet field service technician was on site and wanted to investigate the unit. The technician found the unit non-operational in the biomed shop since (B)(6). Biomed has decided to fix the problem declining the repair by maquet. Therefore no maquet technician repaired the unit and no investigation results are available. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that the perfusionist found a hcu30 which was not making ice. Additional information: the incident occurred during preventive maintenance so there was no patient involved. (B)(4).